Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. During the visual inspection, severe deformation was seen at the fixation screw of the lead. This damage is probably the result of excessive mechanical stress during the operation. In the course of the further analysis, cuts were noted in the insulation, which are probably due to the explantation process. Blood had entered the lead at these sites. In summary: a deformation of the fixation screw was noted, which impaired the functioning of the fixation mechanism. There were no indications of material defects or mfg errors.

Event description:
Ous MDR - after an implantation times of about 2 months, it was reported that the lead was dislodged. During the revision, the screw could not be retracted, and the lead was then explanted and returned to biotronik for analysis. No deterioration of the pt's state of health was reported.